Event description:
The customer reported high blood glucose. The blood glucose reading was not given. The patient had a doctor's visit two weeks ago and the settings will be adjusted soon. She stated that the problems with the sensors may be due to the customer sleeping on them. The customer was advised to not sleep on the sensors. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.